Event description:
Patient reported "strong pain in the right breast" and "the breast was very hard, especially near the armpit, the doctor did a physical examination and felt liquid, presence of contracture baker grade 4 on the right side." And "sudden pain was extremely severe and continuous, with some improvement and later worsening, which scared the patient a lot" device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "strong pain in the right breast" and "the breast was very hard, especially near the armpit, the doctor did a physical examination and felt liquid, presence of contracture. (Baker grade unknown), on the right side." Device remain implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported "strong pain in the right breast" and "the breast was very hard, especially near the armpit, the doctor did a physical examination and felt liquid, presence of contracture baker grade 4 on the right side." And "sudden pain was extremely severe and continuous, with some improvement and later worsening, which scared the patient a lot" device has been explanted.